Event description:
A 8-month-old experienced a chest skin tear with post operative removal of a linen drape with 3m¿ ioban¿ 2 antimicrobial incise drape 6650ez that was allegedly stickier than usual. The clinician noted that a small round area of epidermis was removed, and during surgery nothing was taped or placed on top of the location where the skin tear occurred. Saline was applied to aid in drape removal, and gauze was applied to the area with no medication or treatment provided. No medical interventions were provided.

Manufacturer narrative:
The product was not returned, and a two-year analysis confirmed no indication of an adverse trend of alleged injury with 3m¿ ioban¿ 2 antimicrobial incise drape, 6650ez. Based on the information provided, 3m is unable to determine that the cause of the incident is attributed to the 3m¿ ioban¿ 2 antimicrobial incise drape. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling back at a 180-degree angle from the skin. 3m¿ is unable to verify the leak and root cause without the sample. 3m¿ will continue to monitor.